Manufacturer narrative:
Pending evaluation: concomitant device(s): 02-010-01-0335 logic femoral ps cem right sz 3.5 4804847; 02-012-41-3525 logic tibia traptray cem sz 3.5f/2.5t 4269465; 200-02-32 three peg patella 32mm 5398688.

Event description:
It was reported that this 66 y/o female patient's right knee was revised due to poly wear. Patient was last known to be in stable condition following the event. Device will not be returning, hospital keeps all retrievals.

Manufacturer narrative:
Section h10: h3: the revision reported was likely the result of prosthesis wear, as reported in the experience report and legal documentation. Based on the image provided of the revised insert, there appears to be some minor deformation, scratching, and/or pitting on the articular surface. This appears unremarkable and consistent with implantation. However, this cannot be confirmed because the component was not returned for evaluation. The red circle provided on figure 1 does appear to indicate some deformation or damage on the posterior of the insert, however, the nature and extent of the wear cannot be determined based on the provided image. Section h11: the following sections have corrected information: d4: serial number: (b)(6. H6: component code: 4755, part/component/sub-assembly term not applicable.